Event description:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) was not pressed. There was no reported patient injury. Hemostasis was achieved via manual compression for 20 minutes. The mynx vcd was used in an interventional procedure employing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. Severe vessel tortuosity and moderate presence of peripheral vascular disease or calcium were noted near the puncture site. The device was stored and prepared according to the instructions for use (IFU). The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This event was void per distributor request as distributor is unable to confirm this device as the failed product. No additional reports will be forthcoming.